Event description:
It was reported that a malfunction occurred with the customer's device, displaying malfunction code malf 3. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed replacement and was advised to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the customer's shipping address, instructed the customer to allow the battery to deplete before transport, and requested the return of the problematic pump using a pre-paid label and return box. A replacement pump was issued.